Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch up cable broken at the distal clevis hub. Broken cable segment that contains the crimp was still installed in the clevis. Clevis does not exhibit any damage or wear marks. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci liver resection procedure, the customer noted that the prograsp forceps instrument was used without problem for a few hours of procedure, then it stopped working and wires were stuck out. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.